Manufacturer narrative:
Visual analysis of the returned device identified; fold creases, wear abrasion, linear opening, brown particles in shell and valve. The leak test and microscopic analysis was performed which identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a linear crease smooth opening assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Devices have been explanted and replaced.